Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 years and 4 months post transfemoral tavr procedure with a 20mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve. Per medical records received for the patient, the patient presented with shortness of breath. The sapien 3 ultra valve exhibited stenosis an elevated mean gradient of 37 mmhg, and mild-moderate aortic regurgitation (central). Subsequent CT heart confirmed hypoattenuating leaflet thickening (halt). Patient was initiated with apixaban. Follow up showed minimal improvement in valve function, aortic stenosis with mean gradient of 34 mmhg. Per the cardiothoracic surgeon, the patient lvot (left ventricular outflow tract) is small with some asymmetric septal hypertrophy as well and it was decided to do an aortic valve replacement procedure. The preoperative diagnosis was: severe symptomatic prosthetic valve aortic stenosis and regurgitation. The tavr valve was explanted and replaced with a 21mm inspiris valve with good results. Per the surgeon's findings, the s3u valve was noted to be "heavily calcified dysmorphic". Per the pathology report, the explanted bioprosthesis cusps do not open and close freely, there is attached white-tan tissue along the cusps.

Manufacturer narrative:
A supplemental MDR is being submitted due to completed medical records review. Sections b5, b7, h2, and h6 (device code(s)) have been updated. Investigation is ongoing.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections g6, h2, h6 (type of investigation: codes added, investigation findings: code corrected, investigation conclusions: code corrected), and conclusions in this section have been updated. The event reported is an anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the instructions for use (IFU), current risk mitigations including design and manufacturing controls, and training manuals have been reviewed, and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, structural valve degeneration related to calcification for the sapient xt, s3, and s3u valves have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to patient factors (age, disease state, patient co-morbidities, and/or pharmacological intervention). In this case, the complaint for calcification was confirmed based on the medical records provided. The process of calcification involves the reaction of calcium-containing extracellular fluid with membrane-associated phosphorus, causing calcification of the cells. Many patient-related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co-morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. It is possible that one or more of these factors may have been present; however, due to limited information provided, a definitive root cause is unable to be determined at this time. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by implant patient registry through receipt of an implant data card, approximately 2 years and 4 months post transfemoral tavr procedure with a 20mm sapien 3 ultra valve, the patient's valve was explanted and replaced with a surgical valve due unknown reasons. Per medical records received for the patient, the patient presented with shortness of breath. The sapien 3 ultra valve exhibited stenosis with a mean gradient of 37 mmhg, hypoattenuated leaflet thickening (halt), and central regurgitation.

Manufacturer narrative:
Investigation is ongoing.